Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering but it was not giving a message. Customer filled the pump last night and had about 50 units of insulin in it. Customer checked and there are now 40 units left. Customer had given herself 5 units plus the basal. Customer's blood glucose was 581 mg/dl. Customer treated with the pump and stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer stated that she was down to her last infusion set and does not want to pull it out. Customer called back with a blood glucose of 324 mg/dl and treated with the pump. Customer performed the high pressure test and the pump passed. Customer stated that the needle was bent but the cannula was not occluded.